Event description:
A patient reported that their device was not charging properly and suspected that the port might be damaged. There was no adverse impact on the patient¿s blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.